Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft kinked while recapturing. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the patient and a watchman laa closure device was deployed. However, during recapture the was became kinked. The procedure was completed with another was. No patient complication were reported and the patients status is fine.